Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted. The jaws of the incident device were not stuck shut and opened and closed normally when the handle was activated. The knife extended and retracted normally when the trigger was activated. We were unable to confirm the customer's report of the jaws not opening.

Event description:
The customer reported that the product locked up with tissue in the jaw. The surgeon was unable to release the device. Tissue on either side of the jaw was excised to remove the device. There was no patient injury.